Manufacturer narrative:
Date of event: (B)(6). Date of report: 19aug2019. There was no on-site evaluation - this issue was discussed during initial contact with the customer and the manufacturer's phone technician. However, it was documented that the customer does not wish to be contacted further. The manufacturer's phone technician recommended the replacement of the power management printed circuit board assembly. It is not possible to determine the final disposition of this ventilator further than this recommendation. The device remains at the customer's facility.

Event description:
The customer reported a ventilator that was being operated without a battery (via ac power) that experienced power management alarms. There was no patient involvement / harm.